Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the celldyn 4000 analyzer generated a wbc result of 0.812x10e9/l. The result was not reported. The sample was repeated in the extended count mode and a result of 11.3x10e9/l was generated. The sample was also run in the normal open mode and a result of 11.7x10e9/l was generated. There was no report of impact to patient management.